Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected auto off alarm was noted. The insulin pump was received with a cracked case at the display window corners, a cracked display window, minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with the keypad on the insulin pump. Customer's blood glucose level was 353 mg/dl. Insulin pump will need to be replaced. No additional information provided.